Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, "deteriorated condition" and subsequently passed away due to an unreported cause. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. However, on an unreported date, the patient was hospitalized in the intensive care unit (ICU) for the event of "deteriorated condition" (no further detail was provided). Extraneal and physioneal therapies were discontinued due to the peritonitis and the patient was switched to hemodialysis. Treatment for the peritonitis and for the "deteriorated condition" were not reported. Subsequently, the patient passed away while hospitalized in the ICU (cause unspecified). It was not reported if the patient had recovered from the peritonitis event prior to experiencing the deteriorated condition or prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.